Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined system check with tandem technical support. Customer changed cartridge to address occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 130 mg/dl.